Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with significant over response to laser treatment. At lasik post-operative visit pt complained of blurry vision. Additional info has been requested. This report references the left eye. An additional report will be filed for the right eye.